Event description:
It has been reported to philips that while transferring the patient from the table to the stretcher, the table unexpectedly pivoted. The patient is approximately 100kg and has no legs. Three staff members prevented him from falling and were injured. This report concerns a nurse who injured their back while helping to catch the patient and keep him from falling. It has been reported that the nurse is since wearing a back support belt, which is used to support the lower back (lumbar) region, in particular when lifting is required and helps prevent discomfort. No harm has been reported on the patient. As this incident resulted in three staff members being injured and a patient nearly falling off the table, four complaints have been reported. The other three reports can be found under philips reference numbers (B)(4). Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. A philips service engineer inspected the system on site and identified a deposit of contrast product on the table pivot which resulted in less resistance when in a specific pivot stop position. The deposit was removed, and the system was returned to use in good working order. Corrected data: coding updated based on investigation outcome.